Manufacturer narrative:
New information was received indicating that event date was (B)(6) 2015.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under (B)(4). Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This event is part of (B)(4) clinical study. It was reported that a (B)(6) male patient underwent an afib procedure. The patient experienced emergent left atrial flutter which required direct current cardioversion less than 7 days after the procedure. The patient had a medical history of hypertension and symptomatic atrial fibrillation. The principal investigator assessed this event as not device related and possibly procedure related. Bwi awareness date is (B)(6) 2015.